Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, while using an ace 68 to aspirate thrombus, a fragment of the thrombus migrated in the left a2 segment of the anterior cerebral artery (aca). The physician then used a microwire to mechanically break up the emboli. This event did not have a clinical variation for the patient. This event is considered as resolved as of (B)(6) 2017. The emboli in new territory was adjudicated to be a moderate adverse event with probable relationship to the ace 68 and possible relationship to the angiographic procedure.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra aspiration ace 68 reperfusion catheter (ace 68). During the procedure, while using an ace 68 to aspirate thrombus, a fragment of the thrombus migrated in the left a2 segment of the anterior cerebral artery (aca). The physician then used a microwire to mechanically break up the emboli. This event did not have a clinical variation for the patient. This event is considered as resolved as of (B)(6) 2017. The emboli in new territory was adjudicated to be a moderate adverse event with probable relationship to the ace 68 and possible relationship to the angiographic procedure.